Manufacturer narrative:
(B)(4). Additional information refuted the infection. (B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported that there was no infection. The patient had been evaluated and no infection was found. They were healing well. It was noted that prophylactic antibiotics were given.

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for spinal pain reported they developed an infection at their implantable neurostimulator (ins) site and were given oral antibiotics. It was noted the patient was susceptible to infection and had (B)(6) in the past before she was implanted with the ins. A follow-up appointment was scheduled with the physician on (B)(6). No outcome was reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.